Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed and the cause appeared to be associated with use. The needle punctured the catheter and was protruding through the side of the catheter. What appeared to be blood residue was observed throughout the catheter tubing, catheter adapter, and needle hub. The blood residue indicates that the needle and catheter accessed the vessel. Had the observed damage existed prior to use, the catheter and needle would not have been able to access the vessel. The safety mechanism has been activated and the needle was partially retracted, but the notch in the needle was apparently caught on the puncture site in the catheter. No damage associated with the manufacturing process could be confirmed from the photographs. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: unit manager communicated that an issue with the 20 g insyte autoguard bc wherein the actuation button which retracts needle did not function properly. The catheter was sheared. Rep asked several other clinicians if they have experienced the same issue, and they acknowledged they haven't.